Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with vaginal hysterectomy, vulvar/perin repair, urine incontinence repair, culdotomy, cul-de-sac operation, hemorrhage control, packed cell transfusion, cystoscopy, and enterocele closure due to non inflammatory disorders of vagina, excessive menstruation, hematoma, hemorrhage, chronic blood loss, anemia, syncope and collapse, other unspecified genital prolapse, uterovaginal prolapse, and uterine endometriosis. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat organ prolapse. The patient underwent a hysterectomy on (B)(6) 2008. It was reported that following insertion the patient experienced pain, infection, urinary problems and dyspareunia. (B)(4).